Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl and 300 mg/dl. Mother treated customer with orange juice based on the 60 mg/dl result. Customer recovered fully at home. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.